Event description:
It was reported that the implantable cardioverter defibrillator exhibited over-sensing noise causing inappropriate mode switch. It was noted that the 11 atrium noise events and 30 ams was observed. Programming changes were performed. There were no patient consequences.